Event description:
Pt was revised to address glenoid loosening and poly wear. It was reported that the pt had fallen, but it was not certain whether or not the event caused the glenoid to loosen. The rcr tendons had torn. Replaced total shoulder with a reverse tsa.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the pt had fall but it uncertain whether or not the event caused the glenoid to loosen. The rcr tendons had torn. The surgeon replaced with a reverse total shoulder. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.